Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) was performed with no issues noted. The reported problem was not verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during intiial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the home patient to start over with all new supplies. There was patient involvement but not injury or medical intervention reported. No additional information is available.